Event description:
It is reported by surgeon of the hospital, that the patient while working suddenly felt a shock, while standing, in the right hip (not overthrown), but could then no longer move right hip and wasn´t able to walk.

Manufacturer narrative:
Other devices listed in this report: cat. No.: 2057-0052e; secur-fit shell for ceramic size 52; lot code: 1508003. Cat. No.: 2047-3252e; alumina ceramic insert type 32/41; lot code: 1034801. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a patients inability to walk following a sudden shock was reported. An event for a malpositioned securfit stem was confirmed along with an event for a fractured ceramic head of a non stryker device. Corrosion was also confirmed on the trunnion of the stem method & results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar). "The stem trunnion indicated material damage due to contact with the cup and insert. A request was made to investigate the blackening of the trunnion. The trunnion surface was analyzed with energy-dispersive spectroscopy (eds). Small amounts of boney matter were observed on the both sides of the stem shoulder." The material analysis concluded that "there was no evidence of manufacturing or material defects observed on the returned alumina head, stem, cup, and insert" medical records received and evaluation: a medical review was performed and concluded "principal root cause of failure is thus stem malposition which lead to all the other pathology as secondary effects. This pi case is not device related." Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a medical review indicated that "principal root cause of failure is thus stem malposition which lead to all the other pathology as secondary effects. This pi case is not device related." Further to this a material analysis concluded that "there was no evidence of manufacturing or material defects observed on the returned alumina head, stem, cup, and insert". No further investigation is required at this time. If further relevant information becomes available this investigation will be re-opened.

Event description:
It is reported by surgeon of the hospital, that the patient while working suddenly felt a shock, while standing, in the right hip (not overthrown), but could then no longer move right hip and wasn't able to walk.